Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ''warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.'' H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the balloon of the foley catheter placed for the gastrostomy tube had burst during the night and required replacement (lot: unk). It was reported that the foley catheter burst less than 24 hours later also and required replacement (lot: unk). It was also stated that there was another foley insertion tray that came out of the same supply room where the balloon had burst when tested prior to foley catheter placement (lot: ngfu3918). Per follow up via email on 06jan2022, it was reported that the foley catheter was used for a gastrostomy tube. Customer stated that the date of occurrence for the one patient was (B)(6) 2021 and abdominal x-ray was used to confirm placement during evening and tube feeding was started. On (B)(6) 2021 around 15.00, gastrostomy tube was removed from site with damage to the catheter. Nurse inspected the catheter and it was found to be intact. Also stated that the new gastrostomy tube was placed at 15.30 and position was confirmed by x-ray. No impact experienced by patient.

Event description:
It was reported that the balloon of the foley catheter placed for the gastrostomy tube had burst during the night and required replacement (lot: unk). It was reported that the foley catheter burst less than 24 hours later also and required replacement (lot: unk). It was also stated that there was another foley insertion tray that came out of the same supply room where the balloon had burst when tested prior to foley catheter placement (lot: ngfu3918).

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient.¿